Event description:
The initial attorney report alleged pain, ring break, folded mesh, obstruction, explant, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of incisional hernia with two composix kugel meshes. During this procedure the larger mesh was secured to the lower portion of the smaller mesh. On (B)(6) 2005 - pt admitted three months post incisional hernia repair with an early developed recurrence. On (B)(6) 2005 - pt underwent excision of both composix kugel meshes and repair of recurrent hernia with composix kugel mesh. On (B)(6) 2005 - pt underwent repair of incarcerated incisional hernia. The rlq of the mesh was found to be detached. Stitches were placed through the abdominal wall and into the mesh. The mesh was brought up to the anterior abdominal wall securing it without any gaps. On (B)(6) 2007 - pt underwent excision of composix kugel mesh and repair of incisional hernia with a non-bard mesh. It was noted that a portion of the inner ring was found to be "protruding," at about the midportion of the mesh, the outer ring appeared to be intact.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. There was no lot number included in the medical records provided; therefore a review of the manufacturing records could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted. The other composix kugel mesh implanted on (B)(6) 2004, was reported to the FDA in accordance with (B)(4). The composix kugel mesh implanted on (B)(6) 2005, was reported to the FDA in accordance with (B)(4).